Event description:
This patient had noise on the rv channel, the lv lead "stopped working", and the "device failed." The lv exhibited high thresholds. On (B)(6) 2013, the pace/sense portion of this lead was capped due to noise. The reoccurrence of noise on the rv channel and the number of leads in the patient's body contributed to the physician's decision to replace the ICD, rv leads and lv lead with competitive devices on (B)(6) 2014. This device remains at the hospital. Device return has been requested. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. It is reasonable to assume, that the dissection of the lead originated from the explant procedure. The returned fragment was visually and electrically analyzed. The inspection revealed several explant damages i.e.: the svc shock coil was found squeezed and deformed. Blood penetrated the lead. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the lead was found dissected. No deviations were noted in the available lead fragment which might have led to the clinical observation.